Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm and reproduce the reported complaint. Fa found the instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was returned with the instrument. Additional observation not reported by the site: the instrument was found to have the entire length of the main tube surface with degradation. Improper cleaning during reprocessing most commonly causes this failure. A review of the instrument log of the mega needle driver (part # 470194-05/ lot # n10190228-0011) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2019 on system sl0112 . The alleged event occurred on the 6th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. Based on the information provided, this event is being reported due to the following conclusion: failure analysis found a mega needle driver instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was returned with the instrument. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, a mega needle driver instrument had a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: this issue was discovered during central processing on (B)(6) 2020. She was not aware of when it was last used in a procedure and does not have access to patient records to review and provide any patient information. No other details were were available.